Event description:
It was reported that a user experienced hyperglycemia while using the ilet after overtreating a prior low blood glucose, having consumed apples, orange juice, and glucose. Symptoms included elevated blood glucose with a fingerstick value of 550 mg/dl. Outcomes included ongoing high glucose requiring monitoring without emergency care. Investigation included review of system reports confirming insulin delivery, user counseling on allowing 1¿2 hours for glucose to trend down after a recent supply change, and education on appropriate hypoglycemia treatment to prevent rebound hyperglycemia. Investigation of this case revealed that the ilet was delivering insulin as intended and that the event was consistent with user overtreatment of hypoglycemia leading to subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to overtreatment of hypoglycemia.

Manufacturer narrative:
Initial.